Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed. Also, the evaluation found the following: due to the deformation of the scope cover, water tightness was lost. Due to damage on zoom (charged coupled device), zoom did not work smoothly. Due to the wear of angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. Adhesive on the bending section cover had white-clouded area. Adhesives around the objective lens had white-clouded area. Adhesives around the light guide lens had white-clouded area. Universal cord has a scratch. The distal end cover had a dent. The connecting tube had a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known when the foreign material adhered to the endoscope. The customer did not know what the foreign material was. There was no delay in the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle/channel were flush with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual cf-xz1200l/I series chapter 3 preparation and inspection prevention method is described in the reprocessing manual cf-xz1200l/I chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope scope cover air leak and zoom defect (became blurry when angled). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.